Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It was the physician's preference to wait to implant second limb extension.

Event description:
The plan was to coil embolize both hypogastrics to extend down both sides with a limb extensions, however the physician did not want to coil off both sides at the same time. In 2009, pt had implant of a 28-16-140bl bifurcated device, a 28-28-75l proximal extension and a 16-16-88l limb extension on the left side. The left hypogastric was also coiled off. It was pre-planned to bring the pt back to coil the right side and extend down. The following month, the pt treated coil embolization and a 16-16-88l limb extension on the right side, with good results.